Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 46 mm abdominal aortic aneurysm. It was reported 3 days post the index procedure, a CT was performed prior to discharge, where a retrograde type a dissection was observed near the endurant suprarenal stent. It was stated that the patient had no symptoms and there was dissociation due to a false lumen occlusion type. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported dissection was confirmed on the images provided; however, the cause of the event could not be fully determined. Although pre-implant images were provided, only the pre-implant abdominal aortic anatomy distal to the sma was seen, so it was not possible to assess the thoracic anatomy prior to the index procedure. It is unclear if the reported type a dissection was possibly procedure related, due to a patient related issue, or possibly caused by an unknown interaction with the implanted stent grafts. It is possible that the patient's diseased anatomy (e.g. Calcified thoracic aorta) and/or unknown patient co-morbidities may have been factors in the occurrence of the type a dissection in the patient, but this could not be confirmed. A likely type ia endoleak was observed on the CT images. It is possible that the neck angulation, thrombus and calcification may have been contributing factors to this likely type ia endoleak, but this cannot be confirmed. Analysis of the returned films did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.